Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a boil that turned into an open bed sore underneath back te pad. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.